Manufacturer narrative:
H10: b4: event description updated.

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant of the "fast-fix 360 curved needle" could not be deployed. Therefore, the t1 implant had to be removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of customer provided image confirms device is in original packaging. A review of the instructions for use found: read these instructions completely prior to use. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. A visual inspection revealed that the t2 anchor is still in device without the suture or the t1 anchor. The depth gauge has been moved from manufacturer position. The deployment knob appears to have been pressed at least once as the actuator needle is positioned behind t2 anchor. Needle is curved as manufactured specifications. A functional evaluation revealed that the depth gauge moves as intended. When pushing the deployment knob it doesn't resist until pushed up against the push assembly once actuated no anchor was released upon pressing deployment knob which should have released t1 but couldn't as t1 isn't with device. Actuated a second time and t2 anchor was released from needle as intended. Deployment knob returned to pre firing condition. Device functioned as intended. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant of the "fast-fix 360 curved needle" could not be deployed. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.